Event description:
It was reported that the customer experienced multiple alarms, specifically alarm 2 followed by alarm 26, associated with occlusion events. The customer's blood glucose level displayed as "high" in some instances. To address these high blood glucose levels, the customer administered a correction bolus using the pump. To resolve the issue, the customer changed the cartridge and resumed insulin delivery. There was no need for third-party assistance, and the customer was advised to seek additional support due to frequent recurring occlusion issues.